Event description:
It was reported that a lead integrity alert (lia) triggered indicating right ventricular (rv) lead impedances were rising. Lead detections were turned off, the lead remains in use and the patient will be closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert, and the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted: an out of tolerance sub-threshold lead impedance alert was recorded on 24 november 2012, 15 january, 14, 19, and 27 july 2013. Max ventricular pace impedance rises from 703 ohm the week ending 02 august 2012 to 4047 ohm the week ending 20 february 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d234drg, implantable cardioverter defibrillator, (B)(6) 2009; 5554, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was further reported by the sales representative on (B)(4) 2014 that rv lead impedance measured over 3000 ohms, and that rv thresholds were also high. It was subsequently reported that a device check on (B)(4) 2014 revealed that the right ventricular (rv) lead impedances and thresholds had lowered. Based on this information the physician has elected to keep the lead in use and monitor. No patient complications have been reported as a result of this event.